Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported through a medwatch (mw5087896): "on [date] 2019 as I was arising from my chair, I felt a sharp pain in my right ankle replacement and I could not walk. I was able to limp along using a walking boot and saw dr. [...] Who did an ankle x-ray and diagnosed that the polyethylene plate in the star prosthesis had broken."